Event description:
Pt was undergoing outpatient surgery for an endomitrial ablation due to merorrhagia. Dr performed the procedure using the novasure equipment/ technique manufactured by cytyc corp. After appox 15 minutes into the procedure and exactly when dr depressed the foot pedal switch on the novasure equipment, which produced higher electrical currents to better cauterize the blood vessels, the pt flat lined and required CPR compressions to be brought back to life. The procedure was stopped and the machine taken out of service.